Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), lot#, serial#: (B)(4), implanted, explanted, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the implant procedure was aborted because the paddle lead fractured. No symptoms or complications were reported.